Event description:
Reportedly, during testing, the touch panel did not work. The coin battery voltage was reported to be lower than the specs. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).